Event description:
It was reported that stent damage occurred. The 2.8mm x 19mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be bunched distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 2.8mm x 19mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.